Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). The patient was treated with surgery (was required to undergo a tubal litigation with removal of the essure devices). Essure was removed. At the time of the report, the pelvic pain and abdominal pain had not resolved and the menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet received, plaintiffs address updated, product indication updated, patient demographic added, events added: vaginal haemorrhage, menorrhagia, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('left-sided essure device protruding out of tube into the endometrium') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included endometrial polyp on 18-dec-2007. Concurrent conditions included body mass index normal. In july 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction: type: unknown"), nausea ("nausea") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes- describe: unknown"). In august 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In september 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and burning sensation ("other injury (ies) or complication- please describe: burning sensation pelvic"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and haematoma ("hematoma"). The patient was treated with surgery (hysteroscopic removal of left-sided essure device/laparoscopic right salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the device expulsion, fatigue, hypersensitivity, hormone level abnormal, nausea, allergy to metals, dysmenorrhoea, burning sensation and haematoma outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, burning sensation, device expulsion, dysmenorrhoea, fatigue, haematoma, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, nickel allergy, menorrhagia,device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received event "left-sided essure device protruding out of tube into the endometrium" was added. Reporter information and medical history were added. Date of removal was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal. In 2007, the patient experienced fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction: type: unknown"), nausea ("nausea") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes- describe: unknown"). In july 2007, the patient had essure (ess205) inserted. In august 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In september 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and burning sensation ("other injury (ies) or complication- please describe: burning sensation pelvic"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and haematoma ("hematoma"). The patient was treated with surgery (was required to undergo a tubal litigation with removal of the essure devices). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the abdominal pain had not resolved and the fatigue, hypersensitivity, hormone level abnormal, nausea, allergy to metals, dysmenorrhoea, burning sensation and haematoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, burning sensation, dysmenorrhoea, fatigue, haematoma, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up 3 and 4 processed together. Pfs received. New events: hormonal changes, nausea, nickel allergy, other injury(ies) or complication(s) please describe: burning sensation-pelvic, abnormal bleeding (vaginal, menorrhagia), plaintiff did not undergo essure confirmation test were added. New reporters, plaintiffs information added. Outcome for pain and bleeding added. On (B)(6) 2020: pfs received. New event: hematoma added. Implant and explant date updated. Concomitant condition added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal. In 2007, the patient experienced fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction: type: unknown"), nausea ("nausea") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes- describe: unknown"). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and burning sensation ("other injury (ies) or complication- please describe: burning sensation pelvic"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and haematoma ("hematoma"). The patient was treated with surgery (was required to undergo a tubal litigation with removal of the essure devices). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the abdominal pain had not resolved and the fatigue, hypersensitivity, hormone level abnormal, nausea, allergy to metals, dysmenorrhoea, burning sensation and haematoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, burning sensation, dysmenorrhoea, fatigue, haematoma, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. On 16-mar-2020: pif received- no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (was required to undergo a tubal litigation with removal of the essure devices). Essure was removed. At the time of the report, the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.